Manufacturer narrative:
Supplemental report 01- (B)(4) - MDR 8021545-2025-03384. Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Initial and final MDR (B)(4) device 2 of 3 . E1: patient city (B)(6) patient country - united states.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that patient faced three infusion set leakage event on (B)(6) 2025. The leakage was at the quick release. The infusion set was in use for one day. No further information available.